Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Healthcare professional later reported malposition. Capsulectomy was performed. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b6, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, h6.

Event description:
Healthcare professional later reported malposition. Capsulectomy was performed. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the manufacturing process. Malposition: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases, wear abrasion and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Healthcare professional later reported malposition. Capsulectomy was performed. Device has been explanted and replaced.